Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that her daughter has been experiencing an allergic reaction since (B)(6) of 2011 that has left a permanent scarring in the shape of the adhesive. Pt complains of itching at the insertion site and upon removal of sensor adhesive, pt's mother describes the insertion site resembling a "burn with fluid". Pt has consulted with her endocrinologist around (B)(6) of 2011 but was not prescribed any treatment. Pt is using cgm sporadically due to allergy issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.